Manufacturer narrative:
Additional patient¿s identifier reported as: (B)(6). Exact date of postoperative plate breakage is unknown. Additional device product code: hwc; ktt. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A review of the device history records has been requested. The received x-ray pictures confirm the issue as per event description; the complaint therefore has been determined to be confirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a revision surgery due to broken locking compression plate (lcp) that was shown on x-ray that was taken on (B)(6) 2018. Initially, the lcp plate was implanted on (B)(6) 2018 to treat femoral shaft fracture. The broken plate was explanted successfully and replaced with a new one. All the explanted screws were intact. The procedure was completed successfully without any delay. The patient outcome was reported as stable. Concomitant devices reported: locking attachment plate: ( part# 04.120.602,lot# 8961889, quantity# 1); locking attachment plate: (part# 04.120.602, lot# 9825024, quantity# 2); connection screw: (part# 04.120.605, lot# 7940566, quantity# 1); connection screw: (part# 04.120.605,lot# 8462951,quantity# 1); connection screw: (part# 04.120.605, lot# 8871254,quantity# 1); locking screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 4.5mm ti curved broad lcp plate 16 holes/300mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 426.662; lot: 7753773; manufacturing site: grenchen; release to warehouse date: february 06, 2012 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 14784 was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. All dimensions of the plate received which are relevant for the complaint condition (close to the breakage point) were measured and have fulfilled their specifications according to the drawing, except for the ones which were unmeasurable due to the breakage point. Besides, during the manufacturing process, the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. The received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed as well as all measurements performed during this investigation are according to their specifications. Since no manufacturing issue was detected, no further actions have been taken. The design and clinical risk management document was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking attachment plate: ( part# 04.120.602,lot# 8961889, quantity# 1); locking attachment plate: (part# 04.120.602, lot# 9825024, quantity# 2); connection screw: (part# 04.120.605, lot# 7940566, quantity# 1); connection screw: (part# 04.120.605,lot# 8462951,quantity# 1); connection screw: (part# 04.120.605, lot# 8871254,quantity# 1); 5.0mm ti locking head screw 48mm (part 413.348, lot l004253, qty 1); 5.0mm ti locking head screw 44mm (part 413.344, lot l539192, qty 1); 5.0mm ti locking head screw 42mm (part 413.342, lot l519275, qty 1); 5.0mm ti locking head screw 36mm (part 413.336, lot l810267, qty 1); 5.0mm ti locking head screw 38mm (part 413.338, lot l698228, qty 1); 3.5mm ti locking screw 30mm (part 413.030, lot l177991, qty 1); 3.5mm ti locking screw 26mm (part 413.026, lot l865105, qty 2); 3.5mm ti locking screw 26mm (part 413.026, lot l942187, qty 1); 3.5mm ti locking screw 24mm (part 413.024, lot l875698, qty 1); 3.5mm ti locking screw 22mm (part 413.022, lot l114409, qty 1); 3.5mm ti locking screw 22mm (part 413.022, lot 9749098, qty 1); 3.5mm ti locking screw 20mm (part 413.020, lot l661217, qty 1), 3.5mm ti locking screw 20mm (part 413.020, lot l839688, qty 1); 3.5mm ti locking screw 20mm (part 413.020, lot l633463, qty 1); 3.5mm ti locking screw 12mm (part 413.012, lot l262496, qty 1); 3.5mm ti locking screw 12mm (part 413.012, lot l298602, qty 1)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: additional investigation results: the broken lcp plate was forwarded to the rms foundation for further evaluation. The statement below is a summary of their investigation. The following investigations were performed: inspection of manufacturer documents, technical drawing and raw-material certificate, macroscopic examination and documentation, dimensional check close to fracture, examination of fracture surfaces by scanning electron microscopy (sem). The lcp is made of ticp. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, micro-structure and mechanical properties. The material of the lcp is in compliance with international standards iso 5832-2:2018 and astm f67 ¿ 13 for surgical implants made of unalloyed titanium. All measurements are in compliance with relevant technical drawing of the producer and ao/asif specifications. The lcp displays scratches and wear marks, especially on the upper side. The fracture surfaces show beach marks, which is a sign for a fatigue driven failure. The attachment plates and corresponding screws display some light scratches. One side of the failure was examined using a scanning electron microscope (sem) to investigate the failure initiation and progression. The failure initiation points were found to be on the upper side of the plate, close to the eighth distal combination plate hole. Following the crack progression, the fracture surface displays fatigue striations, secondary cracking and signs of a corrosion attack. Fatigue striations are an indication for cyclic loads (i.e. Load and unload during walking). Furthermore, abraded areas were observed, mainly on the part towards the lower plate side, which were caused by rubbing of the two broken plate parts against each other, after the plate had broken. The fracture progresses initially perpendicular to the plate but then flattens and continues at an angle of 45°. This is an indication for torsional loads. The overall failure mode can be described as a structured breakage (crystallographic oriented fatigue fracture), which is typical for a fatigue fracture in pure titanium and indicates moderate loads. Conclusions: based on the topography of the fracture surface, it can be concluded that the implant was subjected to moderate, dynamic bending and torsional loads. The constantly alternating load cycles (possibly during walking) led to fatigue of the material, followed by a crack initiation and finally leading to the fatigue fracture of the lcp. Postoperative activities of the patient and instability of the fracture situation may have contributed to the failure. No evidence of material or manufacturing defects were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.